Event description:
It was reported that "the pump shut off on battery mode while connected to a patient during transport. The clinician stated that no harm occurred to the patient". The pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.